Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that there was a sharp decline in the device battery voltage in only three months. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates battery voltage - pre/approaching eri. The last battery voltage measurement was 2.83 on (B)(6) 2010 09:37:33 approximately 30 months after implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) performance data collected from the device was analyzed and analysis indicated battery voltage - pre/approaching eri. The last battery voltage measurement was 2.83 on (B)(4) 2010 09:37:33 approximately 30 months after implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data collected from the device was analyzed and analysis indicated battery voltage - pre/approaching eri. The last battery voltage measurement was 2.83 on (B)(4) 2010 09:37:33 approximately 30 months after implant.

Event description:
It was reported that there was a sharp decline in the device battery voltage in only three months. It was later reported that the device was explanted and replaced for a rapid battery depletion issue. No patient complications have been reported as a result of this event.